Event description:
Information received by medtronic indicated that the insulin pump alarmed multiple pump errors. The customer was able to clear the alarm and rewind the pump. The customer performed self test and the test did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Device was returned for a pump error 63, pump error 4, and pump error 3 alarms on (B)(6) 2022. Device's history and trace files downloaded successfully using thus software. Device failed the self test, but insulin pump passed the displacement test. Pump error 63 alarm present during testing. Pump error 63 was present in the history download on event date of 01/31/2022 2:14 pm (variable info = 3). Pump error 4 was present in pump history on (B)(6) 2022 at 1:44pm. Pump error 3 was present in pump history on (B)(6) 2022 at 1:45pm. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on electronic assembly. Test p - cap/ reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, overlay scratched, corroded battery tube, battery tube threads - cracked, and label damage. Cosmetic damage was confirmed. Pump error 63 was confirmed in the formatted history file (variable info = 3) due to broken trace at pin #6 sda at u1 keypad assembly. Pump error 4 and 3 not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.